Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was alarming low helium but its full. Unit has limited use. There was no patient harm was reported.

Manufacturer narrative:
A getinge field service engineer checked the pump, there's nothing wrong with this pump. Return to clinical service.